Event description:
Customer reported that there is condensation inside of the lcd screen and the buttons on the insulin pump are not responding. Customer stated that the doctor treated hi, with insulin pen. Blood glucose value is 326 mg/dl. Customer stated the device is vibrating without an alarm or alert. It was vibrating and it showed button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump had moisture damage on electronics assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window, cracked belt clip slot and stained and cap sticker.